Manufacturer narrative:
Device returned to manufacturer: the tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The wire shaft showed two kinks located 176.5cm from the tip and at the occ handle. There was some slight peeling of the coating at the 176.5cm location. The occ handle was connected to the ffr link to verify the signal strength. The signal was present and showed green lights as designed. The occ handle was then connected to the bench top testing equipment and the wire was inserted into the pressure chamber. The pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient values were confirmed to be programmed per specifications. The occ handle was again connected to the ffr link. The device was then connected to the polaris (ilab) test equipment via bluetooth signal. The wire communicated to the polaris system and zeroed as designed. With the wire inserted into the test pressure chamber, the wire transferred a pressure waveform to the polaris which indicates a functioning wire. The wire was removed from the occ handle with no issues. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage revealed no damage or irregularities. The complaint was not confirmed for pressure/signal issues.

Event description:
Reportable based on analysis completed 21 jul 2020. It was reported that the comet pressure guidewire was not functioning as intended. There were no patient complications reported. However, returned device analysis revealed peeled coating.